Event description:
Reporter alleged customer passed out at 8:15 am, which is 2 hour after taking 20 units of rapid acting insulin and 28 units of intermediate acting insulin. It was stated glucose measured 314 mg/dl at 8:20 am , so paramedics were called and their device measured 111 mg/dl, however, the timeframe between tests as well as any actions given to the customer before paramedics arrived is unk. Reporter indicated customer was taken to the hosp ER, where they were treated with an IV, contents not provided. No other actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.